Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter was unable to be retracted for stent deployment and tore. The guide catheter break occurred within the push catheter allowing the device to be removed in one piece. The stent was unable to be deployed and the procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.